Event description:
Reporter indicated that pt developed redness, swelling and fever over the generator site and was hospitalized eight days after implant surgery for antibiotic treatment of infection (vancomycin).